Event description:
Consumer contacted dexcom to report that before leaving the house his blood gluclose was at 130. While driving on the interstate he became unconscious and was in a bad accident. A good samaritan stopped to assist the consumer noticing that he was unconscious and wearing a pump and a continuous glucose monitor that was flashing and said "zero." Emergency services were called and the paramedics responded in 8 minutes. The consumer was taken to a trauma center by ambulance, at which time his glucose was at normal levels. It is unknown if he was treated with glucose while in route to the trauma center. The consumer was hospitalized overnight to be monitored. The patient is doing fine and only suffered scraps and bruises. No additional event or patient information is available.